Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" ; although specific value was not provided. Cause was unknown. Elevated bg was addressed by a correction bolus via the pump. Recommendation was made to consult with their healthcare provider.